Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device batch#: an invalid lot # of 202034 was provided by the initial reporter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that at least one smartsite 20mm vented vial access device experienced luer-lok collar breakage. The following information was provided by the initial reporter: breaks at the neck just above the filter when the syringe is screwed in, apparently without twisting.

Event description:
It was reported that at least one smartsite 20mm vented vial access device experienced luer-lok collar breakage. The following information was provided by the initial reporter: breaks at the neck just above the filter when the syringe is screwed in, apparently without twisting.

Manufacturer narrative:
The following field was updated due to corrected information: d.4. Medical device lot#: 202034. H.6. Investigation: a mv0420-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 202034. As part of the feedback the customer provided a photograph of the affected vial access device (vad), which confirmed the separation of the smartsite from the vad. The details of this feedback were shared with the legal manufacturer of the product, yukon medical llc, for investigation. A definitive root cause for observed separation could not be determined from analysis of the photograph provided by the customer. A review of the production records as well as testing performed on retained samples from lot 202034 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.